Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the right middle cerebral artery (mca) m1segment, the patient suffered an asymptomatic right parietal intra parenchymal hemorrhage at the same location. According to the physician, the clot was so adherent to artery that during clot removal, a small shear injury to artery occurred. The event was resolved by medical management (reversal of anticoagulation and lowering of blood pressure) the next day. The physician stated that the hemorrhage was related to the subject device and to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Additional information received indicated that the clot was adherent to the artery, which made it difficult to cross with the microcatheter and was likely due to procedural factors that limited the performance of the device during the clinical procedure. Patient hemorrhage is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the right middle cerebral artery (mca) m1segment, the patient suffered an asymptomatic right parietal intra parenchymal hemorrhage at the same location. According to the physician, the clot was so adherent to artery that during clot removal, a small shear injury to artery occurred. The event was resolved by medical management (reversal of anticoagulation and lowering of blood pressure) the next day. The physician stated that the hemorrhage was related to the subject device and to the procedure.